Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, generalized illness (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with two 475cc mentor smooth round moderate plus profile saline breast prostheses and experienced bilateral capsular contracture (baker grade unknown) and generalized illness symptoms including skin issues, walking problems, pain, burning sensations, bone deterioration, joint popping sensations, ra like symptoms without diagnosis, muscle cramps, and ovarian cysts post-operatively. As a result, the patient underwent explantation on (B)(6) 2021. This report is for the right side device.